Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's implantable pacemaker exhibited premature battery discharge. Device was explanted and replaced on (B)(6) 2020. No patient symptoms or patient status were reported.

Manufacturer narrative:
Correction: this report is to retract 2017865-2020-10521, submitted on 04 aug 2020. This report was erroneously submitted. New information received noted that the device had normal function and is not reportable.